Manufacturer narrative:
The device has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, an addendum to this report will be filed, if required.

Event description:
According to the info received, at the time of the ablation of the urinary probe, the end of the probe remained wedged in the "rode" of the pt, as if there were an adherence. Surgery was required.